Event description:
Complainant alleged that the medics were responding to call for a pt who had been found supine on the pt's kitchen floor. Upon the medics arrival bystander CPR was being performed on the pt. All pt vital signs were absent, with cyanosis evident around the pt's mouth and nose. The pt was cold and pale. CPR was continued on the pt by the medics. The medics analyzed the pt's heart rhythm using the device with ballard cardiotronics brand r2 pads, and with the device in semi-automatic mode. The device charged to 200 joules, and the pt was shocked. The device indicated that it had delivered a 199 joule shock to the pt, but the medics did not believe that the pt had received the 199 joule shock, because there was a lack of pt twitching and jumping when the shock was delivered. The pt's heart rhythm was analyzed a second time, but the device screen displayed a "noisy ECG" message. The medics checked the r2 pads to ensure that there was proper pad contact with the pt, and "repositioned the left pad and moved it more superior to the breast that it was..." Before. The medics analyzed the pt's heart rhythm three more times, but each time the device screen displayed a "noisy ECG" message. The medics continued to perform CPR on the pt, as the pt was transported to the hosp emergency room. The pt subsequently expired.